Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure; the pulse generator exhibited loss of output. The device was not used and a new device was implanted. The patient's condition was stable.